Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited loss of output and telemetry. Interrogation revealed that the device was in backup vvi mode due to battery depletion. Based on the stored event histogram, the estimated longevity from the time of implant to elective replacement indicator (eri) was 3.3 - 4.6 years. The device exhibited normal electrical characteristics including normal current drain after being connected to an external power supply.

Event description:
It was reported that the patient presented to the hospital with syncope. The pulse generator exhibited premature bat- tery depletion. The device was removed.